Manufacturer narrative:
H3: the phenom 27 catheter was returned for analysis. No flash or voids molded were observed in the hub. The catheter body was found to be broken at ~155.6cm from proximal end and the remaining ~3.0cm distal section (distal tip) was not returned for analysis. Therefore, any contributing factors could not be assessed. No other anomalies were observed. The total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Based on the analysis findings, the phenom 27 catheter was confirmed to have kink/damaged and catheter resistance as the catheter body was found to be broken. It is likely high force used during the delivery. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the phenom catheter was kinked in the distal section causing resistance with the solitaire stent. The patient was undergoing surgery for treatment for a cerebral infarction/occlusion located in the left internal artery. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the right femoral artery. It was reported that after the phenom 27 was flushed according to the IFU and reached the designated location, it was planned to use phenom 27 to deliver the thrombectomy stent sfr-6-30 for swim technology thrombectomy. However, it was found that the stent could not come out. After repeated attempts, it was still unsuccessful. After taking it out, it was found that the tip end of the phenom 27 tube was deformed, so it was taken out and the stent microcatheter was replaced. It was reported the catheter was kinked in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a stryker synchro 2 guidewire. Additional information received that the cause of the kink was determined. There was no issue with the solitaire stent.